Event description:
On (B) (6) 2010, the patient care manager (pcm) from the facility called to report an extension set in which the outside diameter (o.d.) Of the tubing was not compatible with the flogard 6301 pump (B) (4) being used for therapy. The set tubing was being used for renal replacement therapy on a (B) (6) female patient on (B) (6) 2010. The pcm stated that the patient?s therapy was interrupted and the patient lost 10-20 milliliter's of blood. The patient?s treatment was delayed for an indefinite period of time. The facility is alleging that baxter has made a change to this tubing recently. The reporter spoke with baxter medical information and was informed that they are using this tubing off label copy use. On may 15, 2010, the following information was obtained from the pcm: the facility is performing continuous veno-venous hemodialysis (cvvhd) and continuous renal replacement therapy (crrt) therapy and primes the circuit with blood from the blood bank. The facility had to aspirate the patient's catheter resulting in an approximate 20-30 milliliter blood loss. The patient is now doing fine. This facility is not aware of any other option available for treating patients under 20 kilograms other than this off label use. The explanation of the set up per the pcm is listed below: the extension set is connected from the patient, through the pump and then is connected to another non baxter set that connects to a dialyzer that connects another non baxter set that goes back to the patient.

Manufacturer narrative:
(B) (4) the sample was discarded due to blood contamination and therefore, will not be returned for evaluation.